Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. During inspection, olympus found foreign material in air/water cylinder, channel and in auxiliary water channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material is likely disinfectant solution (bode x-wipes/hartmann). The cause of the foreign material remaining in the device could not be determined. No deviations from the instruction manual were confirmed in the reprocessing steps at the material residue point. No physical damage was confirmed at the place where the foreign material remained. The events can be detected and prevented in accordance with the following instructions for use (IFU). IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 ¿preparation and inspection¿. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 ¿reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material at the air/water tube, air/water cylinder and the jet tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.